Manufacturer narrative:
Touch screen - cracked/shattered/scratched - the failure investigation has been completed. Based on the analysis, the alleged issue could not be verified; however, a different issue was identified.

Event description:
It was reported that the pump touch screen was cracked, unresponsive, and unreadable. Customer¿s blood glucose level was 270 mg/dl. The customer reverted to an alternate method in insulin therapy.